Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 7 years after two dental implant were installed in intraoral region #30 and 31, it was verified its loss of osseointegration.